Manufacturer narrative:
Pump received with button error alarm and intermittent act button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and stopped working. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.